Manufacturer narrative:
Of the 5 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a damaged cartridge. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 14-59 years of age and between 246 and 246 pounds. Of the reported patients, 2 were male and 3 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 2 instances of cartridge compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.